Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Visual inspection revealed that at 52.9cm from the strain relief, the hypotube was separated. There were numerous hypotube and shaft kinks to the device. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon delivery shaft was fractured by about 20 cm after the balloon was fully inflated. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon delivery shaft was fractured by about 20 cm after the balloon was fully inflated. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.